Manufacturer narrative:
Eval results: endoleak. Source of endoleak is unknown. Conclusion: source of endoleak is unknown.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as being severely tortuous in the right iliac artery and mildly tortuous in the left iliac artery with unknown calcification bilaterally. The aneurysm was 69.5 mm in diameter. The aortic neck was 22 mm in length, with a diameter of 24.1 mm below the renals and 25.6 mm and 22 mm just above the aneurysm. The aortic neck angle was 39.7 degrees. The aortic bifurcation is 55.1 mm in diameter. The rcia is tortuous and it's diameter was 16.5. The lcia is 15.1 mm and the stent graft was inserted from the left. After successful deployment of the stent graft implanted on (B)(6) 2011, it was reported that an endoleak was noted. There was a light contrast blush in the aneurysm sac on the post angiogram. Several balloon inflations and views were taken in attempt to identify the source. The physician suspected a type 4 endoleak, but it is undetermined. The patient is fine and will be monitored at 30 days. No clinical sequelae were reported.